Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was explanted and returned for analysis. The lead tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elevated impedance and threshold measurements were observed with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited high thresholds and was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.